Manufacturer narrative:
Device evaluated by MFR: no product was returned to the manufacturer for device evaluation and no lot number was reported. The manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient states that upon inserting a new contact lens in the right (od) eye on (B)(6) 2019 she experienced a foreign body sensation but did not remove the lens and subsequently when skiing. Throughout the day the patient began to experience eye pain and decreased vision. When the lens was removed in the afternoon the patient experienced pain and a burning sensation and vision continued to decrease. The patient was seen for emergency medical treatment by dr. (B)(6) at (B)(6). The patient was diagnosed with acute glaucoma and acute eye vein thrombosis, a non-contact lens related condition, and taken by ambulance to the hospital for further treatment. At the hospital the patient had markedly reduced vision and was diagnosed with keratitis. She was prescribed tobradex ointment and drops and floxal drops. The patient states she was to use every half hour initially. The patient was seen for daily follow-up and was improving. On (B)(6) the medication was decreased to every two hours. She was advised to discontinue lens use and abstain from certain activities that presuppose a spatial vision, including skiing. Good faith efforts have been made to obtain additional medical information without success. Additional information is unknown.